Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported overnight went into supraventricular tachycardia svt, cardioverted twice, amio drip started. The patient received 1 unit of packed red blood cells. Additionally, the doctor attempted to reposition the impella device under echocardiogram (echo), however the pigtail appeared to be hooked on the papillary muscle. Decision made by to leave for now, was able to retract from 5.7cm to 5cm safely. Doppler color change present above aortic valve. Echo demonstrated suboptimal positioning of cannula however pigtail appeared to be sitting near papillary muscle leading to inability to reposition device. Decision was made to escalate therapy from impella cp to impella 5.5 with concurrent use of echo. The procedural outcome noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.